Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10. The results of the investigation are as follows: - no product was returned or pictures provided; visual and dimensional evaluations could not be performed. - review of the device history records for item#: 42502006402 lot#: 64729479 identified no deviations or anomalies during manufacturing. -review of the available medical records identified the following: right knee stiffness; reports of worsening extension rom; lacking 12 degrees extension; reports remains stiff; right knee limited extension resulting in right knee rom brace - a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: tibia cemented 5 degree stemmed right size e catalog #: 42532007102 lot #: 64851972; articular surface medial congruent (mc) right 10 mmheight use with tibia sizese-f/cr femur sizes 8-11 catalog #: 42522100810 lot #: 64771320. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple reports were filed for this event, please see associated reports: 3007963827 - 2021 - 00263 and 3007963827 - 2021 - 00262. Investigation incomplete.

Event description:
It was reported that an initial right total knee arthroplasty was performed. Approximately 5 months postop, the patient reported stiffness and limited extension. The patient was prescribed a knee brace and physical therapy. The outcome is pending at this time. Attempts have been made and no further information has been provided.